Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u1 on the analog pcb assembly. Pin 1 of u1 measured a low resistance, which prohibited the device from completing a charge cycle for defibrillation. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and service wrench icons. There was no patient use associated with this event.&#842; upon further evaluation of the device, physio-control observed that the device would not complete a charge cycle for defibrillation.